Manufacturer narrative:
The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Rn assessed right saphenous PICC line at 0300 (hourly checks of central lines is our standard practice) and the PICC was leaking under the dressing. Physician paged to come change the PICC dressing at 0317. When md had the dressing off, she noticed that the hub (white part with the wings) was cracked and leaking. Due to this crack, the PICC had to be removed and a new PICC put in.